Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The caller reported that the patient was having some problems right now and when the caller went to adjust the setting, she was not able to adjust the amplitude or change programs. On the call, the patient¿s device was off and when the caller turned the device on, they were able to adjust the patient¿s settings. The caller said she changed the programmer batteries two day ago. The caller stated that the patient had flown recently. Patient services reviewed that therapy needs to be on for it to be effective. Patient services reviewed considering changing programs, if medically appropriate. The caller stated that these issues began in the last two weeks, particularly the last week. On september 5th, the patient stated that she called the other day because the patient was having issues with her bowels. The caller stated that now is the second time she is having issues with her bowels: the patient had diarrhea really bad that day and could not make it to the bathroom. The caller noted that before the patient was able to manage the bowels, sometimes they have to add imodium to her pill regiment. Today, the caller tried using the patient programmer (pp) to adjust stim and was not able to. The pp was showing the poor communication screen with and without the antenna. The caller stated that she changed batteries recently. Email sent to repair for pp replacement. Patient services stated that once she gets a new pp she can connect and confirm that the ins is on and adjust stim if needed. No further complications were anticipated/reported.